Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available, it will be provided in future reports. (B)(4).

Event description:
It was reported that the distal tip of the device broke, but nothing was left inside the patient. The surgery was completed successfully with a replacement unit.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: dual edge 4.0 shaver that broke on a right knee the probable root cause/s could be the blade comes contact with a hard object, excessive pressure, such as bending or prying, may cause the arthroscopic shaver blades to bend the device manufacture date is not known. (B)(4).

Event description:
It was reported that the distal tip of the device broke, but nothing was left inside the patient. The surgery was completed successfully with a replacement unit.